Event description:
In (B)(6) 2015, the pacemaker displayed a longevity of 10 months with a battery impedance of 3.80 kohms. In (B)(6) 2015, the pacemaker displayed a longevity inferior to 3 months with a battery impedance of 7.49 kohms. Since patient was not feeling well, a follow-up was scheduled on (B)(6) 2015. Upon interrogation, the pacemaker had reached the recommended replacement time (rrt). Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines. Since the explantation of the pacemaker was not confirmed, recommendations were provided on (B)(6) 2015 to explant the pacemaker.

Event description:
In (B)(6) 2015, the pacemaker displayed a longevity of 10 months with a battery impedance of 3.80 kohms. In (B)(6) 2015, the pacemaker displayed a longevity inferior to 3 months with a battery impedance of 7.49 kohms. Since patient was not feeling well, a follow-up was scheduled on (B)(6) 2015. Upon interrogation, the pacemaker had reached the recommended replacement time (rrt). Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines. Since the explantation of the pacemaker was not confirmed, recommendations were provided on (B)(6) 2015 to explant the pacemaker.

Manufacturer narrative:
On 21 dec 2015, we were informed that the device was explanted and it was returned for analysis.

Event description:
In (B)(6) 2015, the pacemaker displayed a longevity of 10 months with a battery impedance of 3.80 kohms. In (B)(6) 2015, the pacemaker displayed a longevity inferior to 3 months with a battery impedance of 7.49 kohms. Since patient was not feeling well, a follow-up was scheduled on (B)(6) 2015. Upon interrogation, the pacemaker had reached the recommended replacement time (rrt). Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines. Since the explantation of the pacemaker was not confirmed, recommendations were provided on (B)(6) 2015 to explant the pacemaker.